Manufacturer narrative:
Regurgitant bioprosthetic valve. Additional manufacturer narrative: it was reported that this valve was replaced due to bioprosthetic mitral valve regurgitation. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the valve was not returned for evaluation (remains implanted). There is insufficient information to conclusively determine the root cause of this event. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.

Event description:
As reported, this patient underwent a valve-in-valve procedure due to bioprosthetic mitral valve regurgitation. The implant duration of the valve was approximately 10 years. The procedure was successful with no reported complications.